Event description:
Customer reportedly obtained results of 275mg/dl, 144mg/dl, and 121mg/dl on the active system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.